Manufacturer narrative:
H6: corrected health effect - impact code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10: 4218008 02-010-03-0330 - logic cr femoral cem, right, sz 3 4459800 204-70-00 - tibial stem ext. Screw 4678989 201-46-10 - holding pin headless 3"" (4 pk) 4714219 200-02-38 - three peg patella 38mm 4742651 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 4790497 204-34-02 - fluted stem extension 25l x 14 mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 85 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.